Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz arterial clamp- ac arm long (620 mm) through follow-up communication with the livanova field service representative in charge, it was learned that this clamp was already repaired and re-installed at customer's facility on (B)(6) 2025 due to squeaking noise when opening and closing. Now, during replacement of the affected clamp with another one, it was found that fluid was coming out of the clamp. Therefore, the involved unit will be shipped to livanova deutschland for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz arterial clamp would only open at 1600 revolutions. The clamp could no longer be controlled correctly. The issue occurred during procedure. There was no patient injury.